Event description:
Senseonics was made aware of an incident where user reported infection at insertion site with symptoms of sharp pain.the symptoms first noticed on (B)(6) 2025. The user has been prescribed with two doses of antibiotics to treat the infection.

Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The user reported infection at insertion site with symptoms of sharp pain. The symptoms first noticed on (B)(6) 2025. The user has been prescribed with two doses of antibiotics to treat the infection. This incident does not require any further investigation.